Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided detailed instructions for resetting the pump, and after completing the reset, the error code did not reappear. The caller was further advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.